Manufacturer narrative:
(B)(4). G2 - foreign- germany the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery the cement was difficult to mix, crumbly and did not harden properly. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of both provided pictures and the returned product identified an intact product packaging. The product has not been used and is still originally packaged. A retain sample of the reported batch has been tested in the laboratory under standardized conditions. No unusual behavior during mixing or handling. It has been noticed that the setting time was too short. However, this value remains within the variability of the product that we were able to evaluate in our cement characterization studies. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the instruction for use identified that the setting time is between six and a half min and fourteen min. Moreover, in the mixing options section it is stated that mixing needs to be performed after storage of components at ambient temperature. Reported event did occur in an operating room or as part of a medical procedure, but review of the medical records has not been performed, as the event is not related to the medical procedure. With the available information, a definitive root cause could not be determined. As per information received, the product has been stored at an average of five degrees. Based on this information it is not clear if the product has been used at ambient temperature or if it was pre-chilled and not used at ambient temperature. A pre-chilling of the product could possibly explain the observed cement polymerization issues. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.